Event description:
It was reported the peg [percutaneous endoscopic gastrostomy] tube "inner fixation stop came loose from the tubing when trying to pull it out/traction remove." The device was in use for six months. Additional information received 17-dec-2024 noted the clinician left "stop plate in place and informed the patient of the symptoms to watch out for." Additional information received (B)(6) 2024 12-19 noted the patient was "good when left the clinic, living at home."

Manufacturer narrative:
A review of the device history record is not possible as no lot number was provided the actual device is reported to be available but has not been returned for evaluation. All information reasonably known as of 10-jan-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The sample was not received with the original packaging. Upon receipt of the sample, only the tubing was received, no other components of the tube were returned. There were jagged edges on both ends of the tubing, the end towards the bumper and end towards the y-adaptor when viewed under magnification (20x). Components such as tube fixation device, pinch clamp, bumper and y-adaptor were not received. The overall length of the tubing was approximately 8.5 inches left. No root cause was identified associated with the incident. All information reasonably known as of 25-jul-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.